Manufacturer narrative:
Additional information: the orange thumbswitch could not be fully turned off and it is reported that there was something stopping the window from closing fully. The cutter was able to be turned off but it would not go all the way up and fully extend. The device was safely removed from the patient and no deformation was noted in the cutter apart from it not being able to be closed fully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the hawkone was inspected and observed blue fibrous material with the cutter window. The cutter was positioned retracted back at the proximal end of the cutter window. The torque shaft beneath the strain relief was curved at an approximate 45 degree angle. The torque shaft was inspected distal the strain relief and found no damage; however blue fibrous material was observed on the exterior of the black jacket of the torque shaft. The distal flush tool was inspected and found not issues. The black duckbilled valve was removed and found fibrous material at the proximal end of the valve. The cutter driver was activated and attempted to advance the cutter. The cutter and thumb switch would not advance due to resistance. The blue fibrous material was removed using a needle nose tweezers. The cutter was activated and the thumb switch advanced successfully with no resistance (approximately 2.5 cm distal the cutter window). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use hawk one atherectomy device with a 6fr (destination) sheath and 6mm spider fx embolic protection device to treat a mid/distal cto superficial femoral artery lesion in a patient with calcification, plaque, and little tortuosity. Non- medtronic heath french size 6f (destination), spider guidewire and embolic device used. The vessel was pre-dilated and post dilated. IFU (instruction for use) was followed during preparation, procedure, post-procedure. It was reported that the cutter window wouldn¿t close all the way. Another device had to be used. A new device was opened to complete the procedure. No patient injury reported